Event description:
The daughter-in-law of a (B)(6) male pt contacted lifecor customer support to report that both battery packs are dead. He stated that neither will display any lights when placed in the battery charger. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device MFR date: battery charger (B)(4) - 10/2005. Battery pack (B)(4) - 07/2007. Battery pack (B)(4) - 10/2008. Device evaluation summary: device evaluations of battery charger (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was reproduced. The charger was defected when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk, but is likely mismating of the connectors. Battery pack (B)(4) had defective cells. It has been used until it was dead and could not be charged back up due to the defective charger. Battery pack (B)(4) was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery charger and battery pack. The pt received a replacement battery charger and battery packs.